Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on the method of handling the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found a leak due to perforations in the bending rubber. The insertion tube was crushed due to external factors, and the eyepiece main body index was peeling. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had defects in the bending rubber. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeled off. This report is being submitted for the malfunction (coating peeled off) found by service during the device evaluation.